Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the tip of the microcatheter was lifted up. A 135/20 renegade hi-flo kit was selected for use. During the procedure, it was reported that the tip of the microcatheter was lifted up and the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. The patient condition was stable. However, device analysis revealed shaft fracture and perforation. Device eval by manufacturer: returned product consisted of a renegade hi-flo micro-catheter with a guidewire stuck in the device. The hub, shaft and tip were microscopically examined. The shaft showed multiple kinks throughout its length. The shaft was fractured in 2 places. The 1st fracture was located 11.5cm from the hub and the 2nd fracture was located 25cm from the hub. The device showed that the guide wire had perforated the shaft. The location of the perforation was 18cmcm from the tip. The device was stretched from the tip to 18cm proximally. The wire could not be removed due to the damage of the shaft constricting down on the guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.